Event description:
It was reported that the customer was hospitalized for treatment. By the time the customer arrived to the hospitalization their blood glucose was 300 mg/dl, which was treated with the insulin pump. The customer stated that the only thing they can remember was that they were breastfeeding their baby and woke up in an ambulance. The customer experienced low blood glucose levels, which was treated with juice, honey, and sycose drip. The customer could not recall the exact blood glucose value. They stated that they woke up in the morning and had a protein shake, and their blood glucose was lower than normal. The customer attributed the low blood glucose to lack of eating and possible exercise. The drive support cap of the insulin pump was recessed. The customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)